Manufacturer narrative:
The insulin pump had no unexpected motor error alarms noted during testing. The insulin pump passed pump self-test, off no power test, error test, displacement test, rewind test and basic occlusion test. The operating currents were in specification motor was tested outside of the device and passed. We were unable to prime during prime test due to moisture damage on force sensor. The insulin pump had minor scratches on lcd window, cracked lcd window, cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose was 110mg/dl. The customer was advised to discontinue use of the pump and revert to back up plan.